Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), advanced peri-implantitis was discovered during a patient's clinical examination. Osteopenia, edema, erythema, purulent discharge, and intermittent pain was also reported. The dental implant was infected and explanted. Three of the patient's teeth were reported to be non-functional and were extracted.